Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.